Manufacturer narrative:
On 01/05/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in an ear, nose & throat (ent) procedure, their navigation system monitor screen went black for a few seconds and then came back on. The surgeon was not actively using navigation when this occurred. The site reported using the navigation system in subsequent procedures without issue. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.